Event description:
A customer reported via phone call indicating that the data on their insulin pump is incorrect. The patient's blood glucose level was 15.9 mmol/l at the time of the call. The customer uploaded data a second time and still found anomalies in the data report. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit passed displacement test and selftest. Unit communicated properly with blood glucose meter test, sensor simulator test, and downloaded properly. However, multiple a47 alarms noted in alarm history screen due to corrupted history files. Unit received with minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.